Event description:
Reporter indicated that a pt did not experience a reduction in seizure frequency with vns therapy. It was reported that the pt's "seizures were considered less severe by the parents".